Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
An applicator was returned for evaluation. A visual inspection was performed and passed. The customer's complaint of a missing sensor wire could not be determined due to the sensor pod not being returned for evaluation. A root cause could not be determined.